Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found cracks in the ultrasonic flex tail which contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were reproduced while running a loaded set. The reported air in line alarms were verified through a review of the event history log and found to be caused by cracks in the ultrasonic flex tail . The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.